Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported multiple malfunctions with their insulin pump including diminished battery life, rejected new batteries, cosmetic damage, random no delivery alarms, and a slower rewind. The customer declined troubleshooting. The insulin pump will not be returned for analysis.